Event description:
Implant date: 1991. Post operative x-rays taken in 08/1992 reveal broken screws. Revision surgery on 09/08/1992 to replace broken screws. Post operative x-rays revealed broken screws and a non-union. Revision surgery on 03/31/1994 to replace device.